Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed a cracked battery door, cracked bottom case by l-bracket, and cracked top case corners. Review of the event history logs confirmed a ¿syringe not in place¿ message. Functional testing was able to replicate the reported issue; ¿syring not in place¿ was found during occlusion test. The root cause was determined to be the q1 chip was broken off of the plunger pcb. The plunger pcb was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a ¿plunger not in place¿ error. It is unknown if there was patient involvement, no adverse patient effects were reported.